Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-11989. It was reported that inadequate stent apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). A 2.0mm non-bsc balloon catheter was advanced fore pre-dilatation; however, the device failed to cross the lesion. Pre-dilatation was then performed with a 1.0mm balloon catheter, followed by a 2.0mm balloon catheter. Subsequently, intravascular ultrasound (ivus) measurement was performed with an opticross imaging catheter. Dilatation was performed again using a 2.0mm balloon catheter. During pull back of the opticross imaging catheter for ivus checking again, lost image occurred. The device was removed and another opticross imaging catheter was advanced and ivus checking was performed again. Subsequently, a 2.50 x 24 synergy drug-eluting stent was implanted and ivus checking was performed again. However, when the opticross imaging catheter was pulled, the device separated from the non-bsc guide wire and the guide wire exit port of the opticross imaging catheter became stuck with the stent struts of the previously implanted synergy stent. The outer shaft of the opticross imaging catheter was then cut, the transducer was removed from the shaft, another guide wire was inserted, and the opticross imaging catheter was successfully removed from the patient. It was noted that there was a slight under expansion of the previously implanted synergy stent and so post-dilatation was performed with a 2.5mm balloon catheter. Subsequently, another opticross imaging catheter was advanced and ivus checking was performed, and the procedure was completed. No patient complications nor injuries were reported.